Event description:
Customer reported that a male pt was restrained with 4-point soft restraints due to self-inflicted right eye injury prior to hospitalization. After doctor told the pt that he was going to be discharged back to psychiatric hospital, pt was upset. Pt broke out of the left wrist restraint, flipped over onto stomach and used left hand to re-inflict eye injury. Pt was returned to surgery.

Manufacturer narrative:
Product was requested to be returned for eval but has not been received. Note: this report is based solely on the customer's reported issue. Ref: user facility medwatch report # (B)(4). Note: instructions for use caution and contraindications statements: before use, check device for damage. Discard if you have any questions about pt safety. Do no use on a pt who is or becomes highly aggressive, combative, agitated, or suicidal.